Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was no longer working due to water getting in the pump. The customer stated that the insulin pump started alarming and had water in the screen after being exposed to moisture and also it was cracked on the back. The customer declined troubleshooting for moisture in the pump since it was caused due to crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display due to corrosion around the battery connectors and rust on the bottom of the motor. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of device where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.